Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported deflation of an unknown side. Device remains implanted.

Event description:
Healthcare professional reported a right-side double capsule, and capsular contracture, baker grade not specified. Device has been explanted.